Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported line was placed on 10/16 and reported to the vascular access nurse on 10/24 line was leaking. Line has a hole above the hub. What type of catheter securement was utilized? Statlock.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of regt2174 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported line was placed on (B)(6) and reported to the vascular access nurse on (B)(6) line was leaking. Line has a hole above the hub. What type of catheter securement was utilized? Statlock.